Event description:
The customer reported a general system failure followed by a blood leak detector malfunction which caused the machine to be removed from service. Attempts were made to restart same machine on patient, but an early general system failure caused the machine to be pulled from service and sent to biomed.

Manufacturer narrative:
The manufacturer has reviewed the treatment data files related to the reported event and the reported general system failure and malfunction blood leak detector have been confirmed. A gambro service technician has investigated the machine and could not duplicate the reported condition. The machine was cleaned and returned to use. No blood loss or any other clinical consequences for the patient was reported as a result of the reported event, nor did the patient require any medical intervention.